Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a cerelink microsensor was placed in a pediatric patient on (B)(6) 2022 in the operative room (or) without incident. The intracranial pressure (icp) reading in or was 15. The patient was taken to post anesthesia care unit (pacu), icp reported 5 - 10 . Physician reported grounding herself prior to disconnecting the sensor for extubation. Once the patient was extubated, the physician reconnected the sensor and the sensor was -9 when she called the sales representative and specialist. The physician was instructed to disconnect for 20 minutes. Thereafter, physician reported that patient still at -3. The patient had a CT and the sensor was in the proper place in the parenchyma and the patient received the icp monitor to evaluate if his vp shunt had stopped working. The physician reported that the monitor was responsive when the patient was up to walk, a high of 6. Later the patient was with a reading -3 to 1 prior to ambulating. The patient was stable; however, had been reporting headaches.

Manufacturer narrative:
Cerelink sensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.